Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. The device went through bench handling and pacer/defib functional stress testing with no discrepancies noted. The device was recertified and returned to the customer. The multifunction cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.